Manufacturer narrative:
No button error alarm noted. All buttons function properly; however unit had corroded keypad traces.the device was received with cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the lcd window.

Event description:
The customer reported via phone call that she took the insulin pump off to take a shower and when she went to reconnect, the device alarmed with a button error. Customer's blood glucose was 140 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.